Event description:
It was reported that during a laparoscopic vats wedge and segmentectomy procedure on the lung, there were multiple procedural and device-related issues involving the manual handle and reload. On the fist handle and reload, the surgeon could not complete firing nor retract black knob to open the jaws. Additionally, tissue and trs material wadded up at the halfway cut line, and the proximal suture of the trs did not release, requiring manual cutting. The stapler had to be cut out of the tissue. On the second reload and handle cartridge was used and was extremely difficult to fire but did make it to the end; when surgeon retracted black knob, the proximal suture of the trs had not released and had to be manual cut to release. To resolve these issues, the device was replaced. A second and third handle were opened, the second handle was retained and returned, while the first and third handles were not retained. The third handle was used successfully with eight subsequent cartridges. To resolve these issues, the device was replaced. The third handle was used successfully with eight subsequent cartridges.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, egiaustnd, egiaustnd endogia ultra univ std stap, sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the retraction knobs were slightly advanced and a returned reload was partially attached to the instrument. Functional testing found that the returned reload was removed, revealing a bent at distal end of the firing rod. Due to this damage, functional testing of the instrument was not possible. Additionally, an access hole was cut into the firing rack, but no sheared teeth were observed. It was reported that the knife blade was difficult to retract. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device was not firing completely. It has partial cut. The device was also locked on tissue and the tissue was bunching during knife blade advance. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.